Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a distorted image (static image). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, and additional information received from the customer. Additional information was received from the customer; therefore, sections b3, and b5 have been updated to reflect the information received. Sections d8, d9, g3, h2, h3, h4, h6, and h11 have been updated to reflect the results of the legal manufacturer's final investigation. The device was returned to the repair site for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: images were distorted due to a communication failure caused by a cable malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a distorted image (static image). The reported malfunction occurred prior to an unspecified procedure. There were no reports of patient harm.